Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance on the right ventricular channel. It was decided to surgically abandon the lead and be replaced. No further adverse patient effects were reported.